Event description:
Primary stability achieved, no osseointegration. Peri-implantitis, mobility. Change of the healing screw that was not screwed fully. No mobility when laying and when changing screws. Immobility appeared only later.